Manufacturer narrative:
Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and detached end cap. Pump had smell of insulin in reservoir tube, however no insulin or moisture damage inside reservoir tube noted. No moisture damage inside pump noted. Pump passed self test and all operating measurement were normal. No unexpected low battery or off no power alarm noted during the testing. Unable to perform basic occlusion, occlusion, prime/a33, excessive no delivery, displacement and a21 test due to detached end cap.

Event description:
The customer reported via phone call that the end of the insulin pump popped out after being dropped. Blood glucose level at the time of the incident was not provided. Customer stated that she used to glue the drive support cap back in place. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.